Event description:
The complainant reported a patient heart failure cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, high purge pressure was noted, recommendation was given to check all lines for kinks and it was found that when the patient was moved up in bed, that the patient had been sitting on the purge line. The purge line was pulled to resolve the issue. There was also access site bleeding, which was treated by holding systemic heparin for a few hours and managing the dressings. Additionally, it was later noted that a hematoma appeared, and slight ooze was still noted in the site which were treated by giving the patient two (2) units of packed red blood cells and dressing changes. It was also noted that during support, the patient had a long run of ventricular tachycardia and was treated by changing the p-level to p8.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Correction information for initial MFR 1220648-2024-15640 was provided in sections h1, and h6. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.